Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline had infarct in the basal ganglia (right m1 and front-opercular territory m3) the patient was treated for a wide neck aneurysm in the right side hemisphere internal carotid artery c7 terminus. Maximum aneurysm diameter: 4.1mm. Aneurysm dome height: 2.3mm. Aneurysm dome width: 3mm. Aneurysm neck size: 4.1mm. Parent artery diameter distal to aneurysm: 3mm. Parent artery diameter proximal to aneurysm: 3.5mm. No stasis at the end of the procedure. Complete neck coverage not achieved. Aneurysm occlusion (raymond and roy) at the end of the procedure: class 3. The patient consulted due to coreiform movements in the left arm. The patient was hospitalized, treated with physicals therapy and had been disabled and the event is life threatening. The event is possibly related to procedure, device and dual antiplatelet therapy. The event occurred post procedure. The patient was recovering/ resolving and was discharged on (B)(6) 2021. Their mrs score was 0 at baseline and reported to be 1 due to this event at the 180-day follow-up visit on (B)(6) 2022. The patient had underwent physical therapy. It was reported that the event was possibly related to procedure, causal to the vantage, and not related to dapt. The patient was treated with bilateral tonsillectomy on (B)(6) 2021 and their right odynophagia worsened after the being treated with the pipeline vantage on (B)(6) 2021. On examination, a right tonsil tear/cleft was observed with no superinfection. It was confirmed that the odynophagia was not related to the study device or procedure. Follow-up dsa imaging on (B)(6) 2022 and (B)(6) 2023 reported raymond <(>&<)> roy (r<(>&<)>r) occlusion class 2 (residual neck). The patient's year 3 dsa imaging on (B)(6) 2024 was reported to be r<(>&<)>r occlusion class 3 (residual aneurysm).